Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, he found the batteries in the perfusion sys base were depleted. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This unit is the customer's backup machine. The logs showed the unit was last powered on (B)(6) 2013, which explains why batteries were depleted. The batteries were last replaced on 12/02/2012. The fsr replaced the batteries with new ones, verified proper charging system operation, and verified that "battery capacity" reading changed to 18.0 (after two hours on float). The fse discussed this issue with the user facility's biomedical engineers (biomeds). The biomeds will institute a once/ month charging plan for this machine in the future. With the batteries replaced, the unit operated to manufacturer specifications and was returned to clinical use.